Event description:
The event is reported as: the customer reports that during their incoming inspection they found the package had poor sealing. Improper package sealing. No pt injury.

Manufacturer narrative:
The device sample was not returned for eval.